Event description:
Procedure type: colectomy end to end anastomosis. According to the reporter: fired the device but couldn't squeeze the handle completely. Half of the staples came out, and the tissue wasn't cut completely. A new instrument was used to complete the procedure. No pt injury was reported.